Manufacturer narrative:
Concomitant product(s): product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
A patient reported that during a peripheral nerve evaluation device trial he "had an accident" and tangled the leads and thought he may have moved the electrodes on (B)(6) 2015. The trial started on (B)(6) 2015 and therapy was working great until the accident. The patient wondered if changing trial sides would resolve the issue and had a call in to his doctor. No lead product information, symptoms, troubleshooting, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.